Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, for assistance with arterial line quality..screenshot showed fine ECG artifact as well as an erratic arterial line waveform. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.

Manufacturer narrative:
Due to character limit in the e1 section the full event site name is (B)(6). The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).